Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first two bands successfully released. Another attempt was made by rotating the handle and an audible click was heard; however, the third band failed to deploy. Reportedly, the physician removed the device from the patient, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first two bands successfully released. Another attempt was made by rotating the handle and an audible click was heard; however, the third band failed to deploy. Reportedly, the physician removed the device from the patient, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the velcro strap and the ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found five bands present. It was noticed that the ligator head teeth were bent and the trip wire was kinked in several locations. The suture was intact. Trip wire was partially rolled in the handle and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was kinked and the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, which could have contributed with the reported issues. Based on the information available and the analysis performed, the most probable cause for the complaint event is operational context, probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.